Event description:
Medtronic received information regarding an imaging system used in a sacroiliac and thoracolumbar procedure. It was reported that the fluoroscopy save button on the hand switch did not work. The operation panel was used instead. The procedure was completed by using the imaging system. No health damage. There was less than 1 hour delay in the surgical procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194 h3: a medtronic representative went to the site to test the equipment. Testing revealed that there was insufficient information. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch and the issue was confirmed. It was installed in a test system and when actuated the store button would not function. 2d and 3d buttons functioned and acquired images. H6: b01, c07 and d02 apply to the concomitant product. H6: b01, c19 and d15 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.